Event description:
It was reported that during a prostate treatment procedure, the fiber tip was noted to be broken. The case was completed with another of the same device. There was no patient injury reported due to this event.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Analysis revealed the fiber glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause was determined based on accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
It was reported that during a prostate treatment procedure, the fiber tip was noted to be broken at 3,598j with 50 seconds. The tip of the fiber was not cleaned. The case was completed with another of the same device. There was no patient injury reported due to this event.